Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was returned for evaluation. The hypotube, collar, distal shaft and tip were microscopically inspected. Inspection revealed partial separation of the shaft, located at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-oct-2016. It was reported that the catheter could not cross the lesion. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that there was a partial separation of the shaft.